Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited sensing of chronic high atrial rates which may impact battery longevity over time. Please refer to the describe event or problem filed for more information regarding the specific circumstances of this event.

Event description:
It was reported that a review of this pacemaker's battery was asked. Boston scientific technical services (ts) reviewed the data and concluded that the battery is depleting normally with no evidence of premature battery depletion. The battery consumption has increased due to the high rate atrial sensing. Recommendations for reprogramming options were also provided in order to optimized the battery life. At this time, this pacemaker remains in service. No adverse patient effects were reported.